Manufacturer narrative:
Device used for treatment, not evaluation. (B)(6). A five-hole plate and five screws were returned for evaluation, however, at the time it was not known to the complaint handling unit that the plate broke at a screw hole. Parts have since been returned to the hospital and are no longer available for evaluation.

Event description:
It was reported that a clavicle plate broke at a screw hole in which a screw was implanted approximately six weeks post-operation. Patient was revised to a 3.5 mm lcp six-hole plate. Patient is reportedly doing well post-revision. This is report 2 of 2 for (B)(4) and pertains to an unknown screw.